Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient vision was worse after surgery. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as discomfort with distance and reading vision. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal (1.50cyl), 20.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).